Event description:
It was reported by the customer "failure of safety to engage upon de-access/removal from the port." No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.